Event description:
In 2003, the pt tested with the freestyle meter and received a 300mg/dl which didn't match pt's actions. They appeared to be experiencing low blood sugar. They were transported to the hosp where they received a 127 mg/dl reading with an unknown brand meter and a comparison reading of 217 mg/dl with the freestyle strips from lot #0208214. They admitted them to the hosp and treated them with an IV.